Event description:
The customer alleged they received questionable cortisol results for one patient on their e-module. The specific date of this event was requested but not provided. On (B)(6) 2013, the patient initially had cortisol results of 4.65 nmol/l from a serum sample and 5.17 nmol/l from a plasma sample. On (B)(6) 2013, the doctor in charge of the patient was contacted to collect another sample. The new sample confirmed the previous low cortisol results. The customer stated the patient's results from the new sample were 5.17 nmol/l from a plasma sample and 4.65 nmol/l from a serum sample. The date of this event was requested but not provided. The laboratory also sent an aliquot to an external laboratory. On (B)(6) 2013, the aliquot was tested on an abbott architect analyzer and the cortisol result was 0.0 nmol/l. The aliquot was tested on a siemens immulite analyzer and the result was <27.6 nmol/l. The doctor insisted that the cortisol results, both internally and externally, were not compatible with the life of this patient. Information on whether there were any adverse events was requested but not provided. The cortisol reagent lot number was 17164601. The expiration date was requested but not provided.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
The date of this event, was updated to (B)(6) 2013. The date received by manufacturer, was updated to (B)(4) 2013. A root cause could not be determined.